Manufacturer narrative:
The reported events of stylet could not be removed and lead break were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Event description:
During an initial implant procedure, the stylet was unable to be removed from the left ventricular lead (lv). While attempting to remove the stylet the end of the lead broke. Additionally, it was suspected that the stylet was inserted too far, which caused damage to the inside of the lead. The lv lead was explanted and a new lead was successfully implanted to resolve the event. The patient was stable.